Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon string broke and was experiencing pain. Consumer had to go to the ER to get the tampon removed. Doctor saw something while taking the tampon out and treated her without knowing if she had a yeast infection. Consumer had gotten a pap smear done with gynecologist and everything was all clear and she is doing better.